Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and performed the following: cleaned the flowcell, replaced the sodium reference and measuring electrodes, modular chemistry (mc) sample syringe, t-valve, electrolyte injection cup (eic) valves, ratio pump, and carbon bridge. Additionally, the fse performed preventative maintenance d (pm d) which is associated with the replacement of multiple hardware components related to the mc (modular chemistry) side (ise ratio pump and mc syringes). Since multiple parts were replaced, the primary cause of the event was not determined. The fse verified instrument operation.

Event description:
The customer reported obtaining false high na (sodium) results for three (3) patients, involving the unicel dxc 600 pro synchron system. The customer repeated the samples on the same dxc and obtained lower na results within the normal reference range for the patients. The false high na results were reported outside the laboratory and later amended. There was no change to patient treatment in connection to the event. Quality control was within laboratory established ranges on the day of the event.